Event description:
It was reported that this right atrial lead was explanted due to high out of range impedance measurements above 2000 ohms. This lead was successfully replaced. Product return is not expected. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. It is unknown if this lead will be returned for analysis. No additional adverse patient effects were reported.